Event description:
It was reported that the user received dosing stops soon and sensor reconnecting alerts with dexcom g7, during which the dexcom app showed high glucose and the ilet could not dose appropriately due to signal loss between the cgm and the ilet; troubleshooting steps included restarting the ilet, toggling cgm type, forgetting and repairing bluetooth, and restoring sensor readings, consistent with an intermittent communication failure involving the antenna/electrical component and signal loss to the ilet only. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed an interoperability problem identified between systems, aligned with intermittent communication failure and involvement of the antenna/electrical component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.